Event description:
The account alleges that the device has no bed functions at the siderails, resulting in a loss of head up.

Manufacturer narrative:
The technician replaced both user control module boards and user control module board cables, and all four user labels, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.